Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 9 months. (B)(4). The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017, the patient was admitted with malaise, fever, transient hypotension, lethargy, and fatigue. The patient had known nonischemic cardiomyopathy, chronic driveline infection, and recurrent staph bacteremia. These issues had been previously unreported to the manufacturer. The patient reported feeling "off" for approximately 5 weeks, and was more sleepy and forgetful than usual, with less of an appetite. The patient had developed bilateral leg pain in the week prior. The patient denies any recent illness or abnormal bleeding, including hematochezia or hematemesis. Blood cultures were positive for staph bacteremia despite being on suppressive oral antibiotic therapy. The patient was treated with IV antibiotics. On (B)(6) 2017, the patient had presented with altered mental status. A head CT scan revealed "large parenchymal hematoma in the right frontal lobe with intraventricular extension, 1.2 cm right cerebral convexity subdural hematoma, and subarachnoid blood products. There was an associated mass effect with 1.5 cm leftward midline shift and entrapment of the left lateral ventricle with mild left ventricular dilatation. Given multiple hemorrhages, this is suspected to be secondary to anticoagulation. There is a 3.2 cm peripheral hyperdense or hemorrhagic lesion in the left frontal lobe with surrounding edema. This may be an atypical hematoma given other hemorrhages, though given patient's prior history of bacteremia, may represent an abscess or other mass. This can be further characterized with MRI of the brain with contrast." The patient was very hypertensive and became unresponsive overnight. The patient was intubated and transferred to ICU. The brain CT revealed a catastrophic intracranial hemorrhage and questionable abscess. The hemorrhage was not amenable to evacuation by neurosurgery. The patient had minimal response at that time, and was not following commands. The patient had fixed, dilated pupils and weak gag, and continued to deteriorate. A decision was made by the family for compassionate extubation, and the patient expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted. A correlation between the device and the reported events of driveline infection and stroke could not be conclusively determined. Infection, stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.